Event description:
It was reported that during the implant attempt, the helix "popped" out instead of normal extension. The lead continued to dislodged in different anatomical positions. That lead was not used and a new lead was attempted. That lead was dislodged during the left ventricular (lv) lead placement by the catheter. The physician chose to remove that lead and use a passive fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).